Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported a (B)(6) male experienced a supracondylar fracture of left femur in (B)(6) 2012 and was treated with a lcp distal femur plate on an unk date. On (B)(6) 2012, it was discovered the plate was broken. Hardware was removed on an unk date, pt was revised to a dfn nail. During removal it was noted the 412.220 locking screw as stuck in the plate and 1 unk locking screw the head was broken off. It is not known if the shaft remains in the pt. No further information was available. This is 2 of 3 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.